Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while setting, it was possible to set the cartridge, but a strange sound was heard when checking the opening and closing, the device moved without permission, the cartridge also could not be released. As such, an attempt was made to replace the cartridge, but it could not be opened and closed or articulated, even though the cartridge was tried to be removed, the tip of the adapter seemed to pop out halfway and could not be returned to its original state. The user tried to replace the cartridge and taken out the second one, but it could not be connected to the next adapter and it was discarded. A new shell was prepared, but in the end, a manual stapler was used to resolve the issue. There was no patient injury. Later on, the handle was recharged at the sales office and when another shell and cartridge demonstration device was set, the event with the handle this time was resolved and not duplicated.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's adapter was broken due to rough handling or excessive manipulation. It was reported that the device articulated on its own and the articulation lever did not turn as freely as expected. The device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. It was also reported that the staples released prematurely from the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while setting, it was possible to set the cartridge, there was pre fire noted, but a strange sound was heard when checking the opening and closing, the device moved without permission, the cartridge also could not be released. As such, an attempt was made to replace the cartridge, but it could not be opened and closed or articulated, even though the cartridge was tried to be removed, the tip of the adapter seemed to pop out halfway and could not be returned to its original state. The user tried to replace the cartridge and taken out the second one, but it could not be connected to the next adapter and it was discarded. The problem also happened even though the adapter was replaced. A new shell was prepared, but in the end, a manual stapler was used to resolve the issue. There was no patient injury. Later on, the handle was recharged at the sales office and when another shell and cartridge demonstration device was set, the event with the handle this time was resolved and not duplicated.